Event description:
The customer reported that there was a foreign matter in the field of view. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (foreign matter in right ocular field) was confirmed. It was also observed that the eye shade was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that the issue occurred due to long-term use and handling. About 13 years have passed since the product was delivered. Foreign matter could be removed by cleaning the lens surface. The eye shade is a rubber material this phenomenon is not a recurrence. Olympus will continue to monitor field performance for this device.